Event description:
After student completed venipuncture, unable to engage safety mechanism, needle bent and student was punctured with used needle, student was sent to urgent care for evaluation and testing for (B)(6), no follow up information provided on students current symptoms.